Event description:
Device issue: none. Adverse event: sepsis, respiratory and cardiac arrest, death. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the patient underwent stenting in the predilated proximal right coronary artery with one xience v stent and the predilated artery in the mid left anterior descending artery with xience v stent. On (B) (6) 2009, the patient was hospitalized with a septic sacral ulcer and developed respiratory and cardiac arrest, was given CPR and died on (B) (6) 2009. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death and infection (sepsis) are known adverse events as listed in the xience v instructions for use (IFU); however, cardiac arrest and respiratory failure arrest are not listed as adverse events in the xience v IFU. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The order xience v (p.n. 1009529-23, lot# unk) referenced is being reported under this same medwatch report number.